Event description:
Device and base melted together. A nurse had forced the meter into the base for a tight fit because the green light didn't come on a first. No injuries were reported. The device was replaced and requested to be returned for eval.